Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an account scheduler via a company representative (rep) regarding a patient receiving an unknown intra thecal medication via an implanted pump for non-malignant pain. It was reported it was unknown when the event/difficulty occurred, but the rep would follow-up for more information. The field received an email from account schedulers stating, ¿pump relocation/revised.¿ the surgery was in the future for (B)(6) 2018 and no information would be available until that date. Signs or symptoms the patient experienced related to the issue, environmental/external/patient factors that may have contributed to the issue, diagnostics/troubleshooting performed, and interventions/actions taken to resolve the issue were all unknown. The issue was not resolved at the time of this report and the rep would follow up with the healthcare provider (hcp) to obtain information on (B)(6) 2018. Other medications the patient was taking at the time of the event were unable to be obtained and were not available. The patient¿s weight, medical history, and status at the time of report were also unknown, but rep would follow-up for more information. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s ¿old¿ drugs included fentanyl 2100 mcg/ml at 100 mcg/day, hydromorphone 0.5 mg/ml at an unknown dose, and bupivacaine 17 mg/ml at an unknown dose. The rep assisted with a pump pocket revision on the date of this report. The pump flipped and the healthcare provider (hcp) moved the pump from the left abdomen to the right flank. No further complications were reported/anticipated or expected.